Event description:
Caller states unable to inflate or deflate cuff. Doctor was notified and pt was reintubated, pilot balloon cut off ett prior to extubation to ensure that cuff was completely deflated. Ett found to have large hole in cuff when pt was extubated.

Manufacturer narrative:
The sample might be available for investigation at a later date. Info has been added to the database for trends purpose.